Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: the leak occurred after 3 days postoperatively. The leak occurred from the anastomosis site of between the esophagus and the jejunum, the stump of duodenum and jejunum made by competitive stapler. The leak was addressed by continuing of drainage. The patient was recovered and discharged from the hospital. The hospital stay was about 1 month and was prolonged compared to the usual hospital stay. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Why does the surgeon believe staples were not formed on the outside? What is the current patient status?

Event description:
It was reported that during a total gastrectomy, staples of outer line were unformed and the anastomosis site was joined with only the inner staple line. The doctor felt that there was a difficulty in firing. The device was used to anastomose between the esophagus and the jejunum. Additional suture was performed to complete the case.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Dr. Has experienced with the device. Where in the green gap setting scale was the indicator located prior to firing? No information from the hospital. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No information from the hospital. Was the device difficult to close? No information from the hospital. Did the healthcare professional receive audible & tactile feedback when firing the device? => yes, the doctor felt that there was a difficulty in firing. But, it is unknown what audible & tactile feedback the doctor received. Were the donuts inspected? If so, please describe. No information from the hospital. Was a complete washer transection confirmed? No information from the hospital. Why does the surgeon believe staples were not formed on the outside? The doctor observed the target tissue after the firing since he felt something unusual in firing. What is the current patient status? As we informed you already, the patient was recovered and discharged from the hospital. The hospital stay was about 1 month and was prolonged compared to the usual hospital stay.